Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a blood glucose level of 559 mg/dl. Caller reported no delivery alarms and stated that they were unable to troubleshoot at the time of the call. The insulin pump was not replaced or returned for analysis.